Manufacturer narrative:
For the reported event, the device was returned to bd and evaluated. The photo review is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700 chronic catheter was allegedly experienced material frayed. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review will be performed. The sample was returned and evaluated. The photo review is currently underway. The company is still investigating the issue at this time. The device was labeled for single use. H10: g4 h11: g1 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700 chronic catheter was allegedly experienced material frayed. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The sample and photo were returned and evaluated. The investigation was confirmed for the alleged fraying of the guidewire as well as the breaking of the core wire. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700 chronic catheter allegedly experienced material frayed. This report was received from a single source. This malfunction did involve patient with no reported patient injury. Age, weight and gender were not provided for the patient.